Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, has sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisoft biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced blood loss, dyspareunia, tenderness, foreign body in patient, anemia, vaginal and pelvic pain, sensation of clumped mesh, defect, nausea, vomiting, urinary frequency, dysuria, temperature elevation, felt a tear, skin separation, serosanguinous drainage, mesh exposure, granulation tissue, migration, sharp pain, urinary tract infection, bladder control, disruption in urinating, abscess, erosion, decreased sexual relations, decreased outdoor activities, fistula, extrusion, infection, unspecified urinary problem, nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bleeding, postoperative skin separation at perineal incision, acute blood loss anemia, inability to completely empty bladder and referral for urinary tract infection evaluation. Use of estrace cream, self-catheterization, dilators, mesh removal and treatment of granulation tissue with silver nitrate on (B)(6) 2009, transvaginal removal of anterior and posterior mesh, cystourethroscopy, posterior colpoperineorrhaphy and examination under anesthesia on (B)(6) 2011. Bladder control issues, recurrent urinary tract infections, disruptions in urinating, mesh migration, emotional stress and application of silver nitrate to granulation tissue on (B)(6) 2009.